Event description:
Although the reported incident occurred on 5/10/97, the customer did not report the event until 7/24/97. The summit sample handler, misread a sample barcode in position ab during an antibody screening assay. No error message was generated. An investigation is in progress. No death or serious injury was associated with this event.